Event description:
Analysis of the returned generator and lead was completed. There were no anomalies found with the pulse generator. The generator performed according to functional specifications. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
Initially, it was reported that the patient feels the generator migrating and tugging on the lead wires. It was later reported that the patient underwent generator and lead explant due to pain. The patient was not reimplanted. The explanted generator and lead were received for analysis. The returned product form indicated that the generator and lead were explanted and not reimplanted. Analysis is underway, but has not been completed to date.

Event description:
Further follow-up revealed that there was no evidence of device migration by physical exam or x-ray. The physician indicated that there was no device migration.

Manufacturer narrative:
.